Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Corrected data: codes in h6 have been updated.

Event description:
Additional information received indicated that the patient stopped charging their scs ipg per manufacturer specification and instruction, causing the device to become inoperable. The patient stated that the therapy caused discomfort in their hands, leading them to no longer maintain the system. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein the scs ipg was explanted.

Manufacturer narrative:
A patient¿s system was explanted. For unknown reason, was reported to abbott. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The UDI is not provided as the device was manufactured prior to the requirement.

Event description:
Reference manufacturer numbers: 1627487-2021-01355, 1627487-2021-01356. It was reported that the patient may undergo an explant for an unknown reason. Attempts have been made to obtain further information. Since it is not known which device contributed to the issue, all possible devices are being reported on.